Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, the device was removed from the anatomy against resistance. Per the instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that closure of two mildly calcified right common femoral venous access sites were attempted using three prostyle devices after an interventional electrophysiology procedure via a 10f sheath at one site and an 8f sheath at the other site. Reportedly at the 10f site, after deploying a prostyle device, the footplate wouldn't fully close, which caused difficulty removing the device; despite the reported difficulty, the device was removed from the anatomy against resistance. Although the suture was successfully deployed, it is unclear if the knot was successfully advanced/tightened and manual compression was needed to achieve hemostasis. The suture was not removed from the patient. At the 8f site, a cuff miss [suture-retrieval issue] occurred with one prostyle device. Then, a new prostyle device was used and blood flow was confirmed with the marker lumen; however, after deployment, the physician felt the knot wasn't deep enough in the anatomy. The knot was successfully advanced/tightened, but manual compression was needed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.